Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he changes the battery on the insulin pump, the active insulin time disappear and the time/date reset. The customer had to press the act button multiple times for it to respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. All operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All bolus and basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No history anomalies were noted. No frozen screen noted during test and time clock advances properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.